Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during an unknown procedure, the cartridge easily came off when the device was approaching to the segmental bronchus. An echelon device was used to complete the case. There were no adverse consequences to the patient.